Event description:
Customer alleged motors were smoking and chair driving by itself even after being unplugged. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model tdx sp, (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1143190 rev j (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that he was charging the chair and the motors were smoking. The consumer alleges that it took about four hours to start smoking and driving by itself. The dealer went out the next day and smelled both motors and found no smoke smell. The consumer alleges that the chair drove by itself even after he unplugged the joystick and after he put the chair in freewheel. The dealer could not find any problem with the chair.